Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2352-50 serial#:(B)(4) description: linear 3-4 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was explanted due to increase in pain. The patient reported that the device was causing more pain than treating the pre-existing pain. The patient is doing well following the explant procedure.